Manufacturer narrative:
Investigation summary the pump was not returned for investigation. Data log did not show any conclusive hemolysis-related abnormalities in suction, motor current spike, or major placement signal trend during the time of the reported hemolysis issue. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined without returned product or sufficient clinical information. The patient was on bipella support during the reported hemolysis issue; please refer to (B)(6) for investigation information on the rp flex pump. Access site adverse event (hemorrhage/bleeding): the cause of the bleeding issue was not determined without returned product and sufficient clinical information. Device history lot device batch: 1952975. Device history batch subcomponent lot: na. Device history review the pump sn(B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support the patient experienced hemolysis and consistent bleeding from access sites, heparin was withheld. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.